Event description:
Event description guidant received information that this atrial lead has an impedance greater than 2500 ohms. The threshold is high at 6.5 volts. According to the device daily measurements, the high impedances had occurred after the last follow-up on feb. 28, 2006. The last follow-up had impedances of 380 ohms and a threshold of 1.9 volts. The doctor decided to send the patient to a cardiac surgeon who specializes in lead extractions.